Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis result showed that the device declaed elective replacement time (ert) in ddd mode and review of the sensed rates noted prolonged atrial rates. Moreover, chronic high atrial rates reduced the longevity in devices that were programmed ddd(r) and atrial sensing on. Device power consumption increases, proportional to the additional processing for sensed atrial events. The longevity calculator does not account for this increased power.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device failed the labeled longevity calculation.